Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 22-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not responding and user was unable to login. A field service engineer dialed into the system, identified that the station was not connecting with the server and escalated the issue to a support specialist. A technical support specialist (tss) dialed into the server and confirmed that the reports were printing successfully and also the extract transform load ran in every five minutes. Tss then dialed into station and reviewed the database synchronization debug log, identified a change tracking version mismatch requiring manual recovery, followed knowledge article manual recovery required datasyncinvaliduploadchangetrackingvalue, executed the query, and saved outputs of the recovery script in electronic protected health information, encountered a failed to update statistics for client device key error despite no variation changes shown in database synchronization. Tss then created a station backup to and performed a full synchronization without dropping the database as per knowledge article proper datasync procedure & how to place new db in es station, post synchronization verification confirmed successful device communication. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was unresponsive and unable to log in after a period of inactivity, and despite a reboot attempt, it remained stuck on the blue screen displaying restarting. However, there were no delays or adverse events or injuries reported based on this event.